Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer indicated that the connector between the tip and the rod of the fenestrated bipolar forceps instrument was broken while gripping the tissue. The customer was not able to remove the instrument from the cannula due to the broken instrument; therefore, they removed the instrument with the cannula as one piece. Then they forcefully broke one side of the instrument tip to separate the instrument from the cannula. The instrument was inspected prior to use, and no issues were found. The instrument also did not collide with any other instrument or tool during the procedure. There was no report of a fragment falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred on both fenestrated bipolar forceps instruments, but they did not increase the port incision when removing the instruments and cannula together. The customer created a new 8mm port for a backup instrument. According to the surgeon, there was no concern about this event causing any long-term complications with the patient. There were no intra-operative or post-operative complications identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation as of the date of this report. A review of the provided image was performed, and the following additional information was provided: it looked like the clevis ear was broken off and was missing along with the other grip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a completely broken grip tip. A piece approximately 0.2315" x 0.1860" was found to be broken off. Components adjacent to this broken grip showed damage. The conductor wire was dislodged as it was designed to be attached to the grip tip and the proximal clevis hole was completely broken. The complaint was confirmed by failure analysis. An additional observation related to the customer reported complaint was also identified. The instrument was found to have a broken proximal clevis at the ears of the clevis. The broken pieces were not returned, measuring roughly 0.1390" x 0.2790" in sizes. The clevis did not show abrasions or scratches on the outer surface. The grip tip was broken. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument failed an electrical continuity test. Components adjacent to the dislodged wire showed damage. The grip tip and proximal clevis was completely broken.

Event description:
Refer to h11 for follow-up information.